Event description:
On (B)(6) 2024 an ilet user's parents reported the user was experiencing a high blood glucose (bg) event. The user's bg was over 400 mg/dl since 7pm the previous evening. The parents are out of town and the user is staying with their grandmother. The parents stated they talked to the user about 20 minutes ago, and the user had vomiting as was feeling sick. The parents stated that they were waiting for their healthcare provider (hcp) to call them back to let them know what they should do. The customer care agent educated the parents about diabetic ketoacidosis (dka) and if the user's bg has been high for that long the grandmother should take the user to urgent care or ER. The parents stated that they wanted to wait until the hcp called back. The mother stated the user and grandmother were on the way to the store to get ketone test strips. The user had changed out their supplies (insulin cartridge, connector, and infusion set) the previous night before dinner. The user informed the mother that they ate 6 large pieces of pizza and had announced for a "greater than" meal. This morning the user had an occlusion alert but didn't have any extra supplies (the supplies are at parents' house, about 45 minutes away). The user told the mother that they didn't think they were getting insulin, so they announced meals to try and bolus themselves. The parents stated that they knew this is not recommended, but the user doesn't have any back up therapy with them at the grandmother's house. A few hours later the customer care agent followed-up with the parents. The parents stated the user tested for ketones and the result was high/large. The hcp suggested the grandmother take the user to the emergency room. The parents asked for the agent to call on (B)(6) 2024 for follow-up. On (B)(6) 2024 a customer care agent followed up with the user's parents about the event. The parents confirmed the user was taken to the ER but not admitted to the hospital. The user was treated with an IV for anti-nausea, an IV with electrolytes, and an IV of insulin. The user's exact bg level was not known but was over 400 mg/dl. The user did not have diabetic ketoacidosis (dka). The user is back on the ilet and is feeling much better.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 2024-05-05 was reviewed. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all high/on). Body weight was not changed after initial setup on 2024-04-03. A dexcom g7 sensor session was started on (B)(6) 2024. The last infusion set change before the review date was on 2024-04-30 while the last cartridge change was on (B)(6) 2024. Multiple occlusion alerts were triggered on the review date following an infusion set change on (B)(6) 2024 at 2:55am. Review of the ilet report shows a period of hyperglycemia beginning on the evening of 2024-05-04 at 7:20pm and extending through the late afternoon of 2024-05-05. The cgm glucose steadily rises above 400 mg/dl by 10:45pm on 2024-05-04 and remains above 400 mg/dl until trending downward and eventually back into range (177 mg/dl) by 8:20pm the evening of 2024-05-05. Multiple "usual" and "more" sized meal announcements are logged throughout the event. Despite insulin dosing shown on the ilet report, the glucose remains unaffected. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Multiple occlusion alerts were triggered following an infusion set change, however no evidence of a supply change was logged when occlusion alerts were marked as "acknowledged." Instead, multiple meal bolus requests were logged in response to the high glucose alerts. Several of the meal bolus requests were logged as "incomplete" due to the occlusion alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and device logs, it was determined that the ilet operated as intended. The assignable cause to this event was an occlusion likely due to a bent infusion site cannula as well as failure to change out supplies (including the infusion site) after repeated occlusion alerts. This resulted in insufficient insulin delivery and prolonged hyperglycemia. The user consistently acknowledged alerts including the high glucose and occlusion alerts but was unable to change out supplies as they were staying with their grandmother and did not have access to extra supplies. Customer care sent the user additional supplies to ensure they had adequate quantities until they returned home. The user resumed the ilet after the event and was scheduled to follow up with their hcp on (B)(6) 2024.